Event description:
Additional information was received from the patient. The caller indicated that the patient's lead and stimulator were removed. A portion of the lead remains implanted. The op note that the caller had said that traction was applied to the lead and the lead was cut halfway through. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation. It was reported that the reason for call was to get MRI information. The caller indicated that the patient's lead and stimulator were removed the rationale for removal provided in an op-note was a "failed interstim" system. The caller was an MRI tech and did not have other details about the therapy. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (ts) reviewed MRI information.